Manufacturer narrative:
Per the report, "the power button is not responding." It was also reported that, "not misting product been use at an assistant living facility. It was sent to disposal since product was not working properly. " the customer wrote, " the patient did pass but it was not because of the unit malfunctioning. The nebulizer was reported inoperative by the warehouse personal." The customer also reported that the patient was discharged and the date of death was (B)(6) 2026. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "the power button is not responding."